Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the dilator became bent during insertion even if the physician held it on the distal end. The following information was provided by the user facility: they used a second angioseal device and everything went well. Hemostasis could be achieved with the second device. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. Method, result, and conclusion codes are unable to be selected at this time. Esubmitter support has been notified. One used 6fr sts plus device was returned for evaluation. Returned with the device was the hemostatic sheath and carrier tube assembly. The returned components were subjected to visual analysis where a blood like substance was found on the carrier tube assembly, which was not mated with the hemostatic sheath. The kink on the carrier tube assembly was located proximal to the tamping tube in the inner lumen of the assembly, which was 1.3855" from the distal portion of the device cap. Closer microscopic inspection revealed that there were angled creases in the material indicating that torsional forces likely led to the kink observed. The carrier tube assembly could still be inserted into the hemostatic sheath. There was also a bend in the arteriotomy locator at the blood inlet hole, which is a known stress concentrator. The complaint could be confirmed for a kink in the carrier tube assembly. However, the likely cause for the kink, as evidence by the angled creases in the material, was torsional forces possible due from the user not supporting the device cap while holding the distal end of the carrier tube assembly. This would have allowed the device cap to rotate freely leading the excessive torsional forces that led to the kink. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.